Manufacturer narrative:
Qn#(B)(4) quantity of 84pcs found during inspection. From the pictures provided, the defect was confirmed as reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73f2200179 investigation did not show issues related to complaint.

Event description:
Reported issue: the package was found broken during inspection. Involved 84 pcs. All devices have a sterility breach. The outer box was not damaged.

Manufacturer narrative:
(B)(4). Quantity of (B)(4) found during inspection. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found broken during inspection. Involved 84 pcs. All devices have a sterility breach. The outer box was not damaged.